Manufacturer narrative:
(B)(4) patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4) investigation results: a fully deployed wallflex enteral colonic stent was returned for analysis. The stent was measured to be within specification with a stent diameter of 25.8mm and a stent flare diameter of 30.3mm. No other issues were noted with the device. There is no evidence that the device failed to meet specification. However, it is possible that operational factors may have affected stent expansion during the procedure, and that the stent properly expanded after the stent was removed. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on june 6, 2016 that a wallflex enteral colonic stent was used to treat a stricture in the sigmoid colon during stent placement procedure performed on (B)(6) 2016. According to the complainant, the physician was able to deploy the stent; however the proximal part of the stent failed to expand. The stent was dilated with a cre balloon but remained unexpanded. The physician removed the stent from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.